Event description:
It was reported to boston scientific corporation that a capio slim device was used during a bladder prolapse tvm (total transvaginal mesh) procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, the capio slim device did not fire straight but came out diagonally instead, so the cage did not catch the dart. Additionally, it was noticed that the carrier didn't retract after firing. The procedure was completed with a normal puncture. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Manufacturer narrative:
Blocks d4: lot number, expiration date and h4: device manufacture date updated based on the additional information received on november 24, 2022. Correction to blocks d7a and e1 initial reporter city. Block h6: imdrf device code a0510 captures the reportable event of retraction problem. Block h10: the returned capio slim device was analyzed and found that the device was in good condition. The handle, head and cage were observed in good shape; however, the carrier was observed misaligned. A functional analysis was performed and found that the cage did not catch the dart, but the carrier retracted properly. Under microscopic inspection, it was observed that the riveting pin surface at the distal section was observed to be partially detached. With all the available information, boston scientific concludes that the complaints of carrier misaligned, and cage did not catch the dart were confirmed. The event of carrier retraction problem could not be confirmed. During the product analysis, it was found that the riveting pin partially detached at the distal section. It is likely that this could have been caused by a manufacturing deficiency. Therefore, the most probable cause for this event is manufacturing deficiency. Additionally, the carrier was misaligned, it is possible that as a result of the riveting pin partially detached at the distal section, the head was partially opened, contributing with the misaligned of the carrier. The most probable cause for this event is manufacturing deficiency. Furthermore, during the product analysis, the carrier retracted properly. For this reason, the event of carrier retraction problem could not be confirmed and was classified as no problem detected. All compiled information on this investigation determines that the most probable cause is "manufacturing deficiency." An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a bladder prolapse tvm (total transvaginal mesh) procedure performed on (B)(6) 2022, for the treatment of prolapse. During the procedure, the capio slim device did not fire straight but came out diagonally instead, so the cage did not catch the dart. Additionally, it was noticed that the carrier didn't retract after firing. The procedure was completed with a normal puncture. There were no reported patient complications as a result of this event.